Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The patient effect of hematoma is listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hematoma is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot of the prostyle device was unable to be closed after deployment and became stuck in the artery. The device was pulled on and was able to be removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavr procedure was completed. Hemostasis was unable to be achieved with the sutures of the two other prostyle devices. The tavr sheath and tavr valve deployed with no complications. During removal of the tavr sheath, the patient started to have a significant hematoma to the right groin. This prompted the provider to look for tears in the arteriotomy. A hand injection was performed, and the patient was noted to have staining to the right common femoral arterial area. The patient started to decompensate. Vascular surgery and interventional came to beside. It was noted that the descending abdominal aorta was torn. Multiple interventions, including the placement of covered stents in an attempt to stop the bleeding, were performed; however, the patient ultimately died on the cath lab table. In the physician's opinion, the prostyle device(s) did not cause or contribute to the abdominal aorta tear, patient decompensation, intervention to treat the tear or the patient death. No additional information was provided.